Event description:
Dealer alleges that when the power is on and moving joystick, there is a vibrating sound in the right motor / gearbox. They can not see the vibration, but they can feel it. Also, when changing manual version, the wheel of the right motor / gearbox is not moving.